Event description:
The complainant reported that the clinicians were performing a therapeutic radio frequency ablation (rfa) for hepatocellular carcinoma (hcc) on a male patient (age unknown) with the aid of a CT scan. During this procedure a 2 step ablation was performed percutaneously on the patient. In the first step the algorithm was followed and half deployment was used. The power was started at 20w, and then increased by 10w in each step until roll-off was achieved; the highest power achieved was 60w. The ablation time was about 5 minutes per cycle. Subsequent to this first step being performed the clinician performed a second step, as the CT scan's image of the liver lesion indicated that additional ablation was necessary. Therefore, peit was performed and the second ablation was completed. During the second step of treatment full deployment was used. The power was started at 20w, and then increased by 10w in each step until roll-off was achieved; the highest power achieved was 110w. The ablation time was about 10 minutes per cycle. A metal guide was employed during the two step procedure. Subsequent to the procedure being performed the physician observed that some of the insulation from the leveen superslim needle electrode had peeled, in addition, a burn was observed on the patient in the area of the puncture at the patient's skin surface. There was no indication that any additional patient treatment was required for the patient's burn, and the complainant reported that the patient was discharged from the hospital.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.